Manufacturer narrative:
F5 - phone number: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent slipped out of its sheath just as the surgeon was attempting to position it in the bile duct without having removed the small red stopper. From the stent clinical consequences observed: extreme difficulty in removing the stent from the endoscope. Replacement with a new stent. Increased risks and complications associated with the procedure.